Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 12-mar-2025. Investigation summary: bd received three (3) samples for investigation. The samples were subjected to retraction lockout testing, and the indicated failure mode for difficult to activate with the incident lot was not observed. Additionally, 30 retention samples from bd inventory were subjected to retraction lockout testing and no issues were observed relating to difficult to activate as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of difficult to activate. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using two bd vacutainer® push button blood collection set with pre-attached holder, the needle got stuck; the customer couldn't press up. No patient or user impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using two bd vacutainer® push button blood collection set with pre-attached holder, the needle got stuck; the customer couldn't press up. No patient or user impact reported.